Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 07/09/2018, mentor received additional information about the event. It was originally reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast augmentation procedure, surgical staff found a small particle on the surface of a mentor memorygel breast implant 275cc gel breast prosthesis before they opened the sterile packaging. The device never came into contact with a patient and there was no patient consequence.